Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube thread, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm. The customer stated that the insulin pump notified that she had pressed a button for three minutes. The customer's blood glucose was 137 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from her wearing the insulin pump in her back pocket. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.